Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements due to a lead fracture. This patient was confirmed to not be pacing dependent. The device was reprogrammed to no longer use the rv lead as the patient is in comfort care. No adverse patient effects were reported.